Manufacturer narrative:
It is not known at this time if the device will be available for investigation. If the device or add'l info is received, it will be provided on a supplemental report.

Event description:
It was reported that during surgery the drill broke inside the tibia of the pt. It was further reported that the surgeon needed 20 add'l minutes to retrieve the broken piece from the pt.